Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets tubing detachement event on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. The tubing was detached from connector. Infusion sets were used for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12677. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012842, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012842 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 10-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5c04325 was manufactured according to the wi version 67 and manufactured in the machine sc06-sc05 on 09-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5d02419 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06 on 10-apr-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformances (nc) (B)(4) was raised during the supply chain process due to lack of material. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the supply chain process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.